Event description:
The surgeon reports bubbles occurring during phacoemulsification when using the stellaris equipment for the first time. Intra-surgically visibility in the anterior chamber was impaired. According to the surgeon, a capsule tear occurred which required implantation of an anterior chamber iol.